Event description:
It was reported that the patient had an inflatable penile prosthesis implanted in 2020. The patient has tried to pump up the ams 700 to a full erection. However, he has only been able to get a partial erection. The patient indicated that the bulb to squeeze to activate the device is as hard as a rock, and no matter how hard the patient tried to squeeze the bulb, it will not squeeze at all. The patient had reviewed training documents as well as online instruction.